Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. Pt gender: unk. According to the reporter: during the case the port was inserted as normal and the cannula fell apart exposing the blade, another device was applied. Pieces fell into the cavity, however they were retrieved with a grasper. Neither the operative time nor the incision size were increased. There was no additional bleeding and no tissue damage. No pt injury was reported.